Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer father reported via phone call that the customer was hospitalized due to on (B)(6) 2018 with blood glucose level was unsure at time of incident and the current blood glucose level was 279 mg/dl. The customer stated that they experience low blood glucose for the sunday. The customer was treated with manual injection. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The device will not be returned for analysis.